Event description:
Customer reported waking up to low blood glucose readings between 40 mg/dl and 50 mg/dl. Customer stated that they have been experiencing a low for about five days now. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer stated that they have been on weight watchers for the past month. Customer's blood glucose reading at the time of the call was 174 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.